Event description:
According to the reporter, prior to the procedure, while preparing the device, the handle display showed a power handle error once the handle was placed into a shell. A second shell was used, but the error remained the same. A competitor's device was then prepared and used for the surgery. There was no patient involved. Medtronic's initial evaluation of the incident device found the handle had fpga reset/reprogram failures.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to device design. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error. The event had foreseen risk and is included in a data monitoring plan. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.